Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 627487-2024-00606. It was reported that the patient experienced ineffective therapy due to invalid impedance on the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Per the additional information receive this device is no longer meets the reportability requirements.

Event description:
Additional information received indicates that it was determined that the patient was implanted with competitor¿s leads. The patient did not have abbott leads.